Manufacturer narrative:
The device is not returning for analysis.investigation is not complete. A follow-up report will be submitted with all additional relevant information. The other proglide referenced in b5 is filed under a separate medwatch report number. B3: estimated date of event (B)(6)2019. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition periodna

Event description:
It was reported in a general comment that an unknown device failure occurred with some proglide devices during transcatheter aortic valve replacement (tavr) interventional procedures. The number of proglide devices and number or procedures was not available. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.